Manufacturer narrative:
H11: internal complaint reference number: (B)(4). Article: zhang, s., cai, g., & ge, z. (2024). The efficacy of anterior cruciate ligament reconstruction with peroneus longus tendon and its impact on ankle joint function. Orthopaedic surgery, 16(6), 1317-1326. H2: additional information on: attachments section. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review, sterilization record review, complaint history review, instruction for use review and risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. As of this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference case(B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, based on the literature review titled "the efficacy of anterior cruciate ligament reconstruction with peroneus longus tendon and its impact on ankle joint function" covering the period from (B)(6) 2016 to (B)(6) 2021, two patients experienced superficial infection at the tibial incision site following an anterior cruciate ligament reconstruction procedure utilizing an endobutton, bio rci screw, and an arthroscope; the infections were managed with anti-infection therapy, debridement, and vsd suction. After follow up the patients had no severe infection. No further information is available.